Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support explained that message indicated pump malfunction, guided caller through resetting pump using provided instructions, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if issue returned, which caller acknowledged and understood.